Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as operated as intended for one pulse until it was deactivated. No timeouts or drive stalls were observed in the device data. Investigation of the needle mechanism did not find any damages or abnormalities that could cause an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no abnormalities were observed, the exact cause of the reported early needle deployment could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula deployed prior to placing the pod at the infusion site. The patients reported blood glucose level was 198 mg/dl. The pod was not worn.